Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, lower door in the hsamedroom pyxis had repeatedly failed. Customer was able to restore it, but it had clicked a lot before it was finally restored. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer found that the tower door 1 was failed to open and replaced the micro switches on the latch mechanism to resolve the issue. The system functioned as intended after the field service engineer repaired the device.